Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that potassium chloride 10 meq/50 ml infused over 50 minutes when it was supposed to infuse over 60 minutes. This bag started infusing at 1647 and finished at 1737. Another bag of potassium chloride 10 meq/50 ml infused over 40 minutes on the same patient when it was also supposed to infuse over 60 minutes. The customer would like the device investigated and to know if guardrails was used. There was no patient harm.

Event description:
The customer reported that potassium chloride 10 meq/50 ml infused over 50 minutes when it was supposed to infuse over 60 minutes. This bag started infusing at 1647 and finished at 1737. Another bag of potassium chloride 10 meq/50 ml infused over 40 minutes on the same patient when it was also supposed to infuse over 60 minutes. The customer would like the device investigated and to know if guardrails was used. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the device infusing too fast was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that the pump module was programmed at 4:44 pm on (B)(6) 2018 to infuse potassium chloride peripheral line 10meq/50ml at a rate of 50ml/hr with a vtbi of 50ml (duration = 1 hour). At 4:45 pm, the device was paused and then restarted. At 5:33 pm (when the infusion was reported to have completed), the device alarmed for air in line. The vtbi at this time was 39.718ml. At 5:34 pm, the user paused the device and it then alarmed for flo stop open for 3 seconds. The door was closed and then the user changed the vtbi to 50ml and started the infusion. At 6:18 pm, the user paused the device. At 6:20 pm, a channel disconnect occurred and the device was removed from the system. The total volume recorded as being infused during this period was 74.786ml. Functional testing showed no anomalies. The root cause of the reported event was not identified.